Event description:
It was reported that pump displayed malfunction alarm and customer noted malfunction code. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, device return was expected on specified date, and replacement pump was provided through distributor while no additional outcome information was received regarding the event.